Event description:
It was reported the pt lost therapy efficacy and had high electrode impedances (>4000 ohm) after approx 12 mos implant duration. The lead was fixed to the skull with a bone plate directly on top of this lead body. After invasive troubleshooting, it was concluded that the lead was most likely broken under the bone plate fixation. The lead was explanted and replaced with a new lead at stereotactic implant procedure. The lead was again fixed with a bone plate, but now with silicone rubber tubing around the fixation point under the bone plate fixation. It was reported the pt was in good condition, the therapy effect will not be known for weeks after implant.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.